Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have a frayed pitch cable at the distal end. There was also damaged conductor wire insulation at the distal end. The wires are exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. There was no thermal damage and no missing material. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken wire. The procedure was completed with no patient harm.